Event description:
The customer complained of discrepant inr results between coaguchek xs meter (B)(4) and a lab using an unknown reagent. At 2:44 pm, the customer tested the patient by fingerstick on the meter and the result was 7.5 inr. At 2:53 pm, the patient had a lab test and the result was 6.7 inr. At 2:58 pm, the customer tested the patient by fingerstick again on the meter and the result was 5.2 inr. The same finger was used for the first and second meter tests. The patient has a therapeutic range of 2.0-3.0 inr. Patient has no hematocrit concerns, no antiphospholipid antibodies, no heparin, no "clopiodogrel", no other blood thinners and no bleeding or bruising. There was no adverse event. The customer's meter and strips were requested for investigation and replacement product was sent. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.